Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Mi was reported to have occurred approximately 23 months post index procedure and excimer laser coronary angioplasty (elca) was performed. Investigator indicated that the event was not related to the study device or zotarolimus. Patient was in remission following the event. During the ecla procedure a coronary perforation, dissection and pseudoaneurysm occurred. These events were caused by the ecla procedure.

Manufacturer narrative:
Evaluation results and conclusions: (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Pci to the lad was performed, one day prior to the previously reported elca. If information is provided in the future, a supplemental report will be issued.